Event description:
It was reported that a patient presented via merlin.net transmission. The atrial lead exhibited noise episodes and out of range low impedance. No intervention has been done. No patient symptoms were reported and will be continued to be monitored.